Manufacturer narrative:
Unit was received from the field for eval. Refer to eval number (B)(4)- microtip received with bent hypodermic needle. Tip was still attached to handpiece; nose cone remained undamaged. Appears customer either dropped the handpiece or used too much force during procedure. The DHR for lot 08413-13 was reviewed. The units met mfg specifications when released and there were no issues related to the complaint. The assignable cause for this complaint has been determined to be customer misuse. Per the sales rep, the doctor put too much pressure on the microtip, which resulted in a broken needle. Per r12-0057 test report to verify durability of the microtip under various simulated use conditions, it was demonstrated that the tx1 microtip functions safely and effectively under normal use conditions. Only in extreme conditions does tip breakage or separation occur, such as where continued reciprocal side load force is applied to the tip of the microtip. (B)(4).

Event description:
Dr. (B)(6) put too much pressure on the hand piece and the needle broke. No harm to the patient. They simply opened another kit and finished the case.